Manufacturer narrative:
Complaint was reopened due to the receipt of x-rays. Progressive x-rays from (B)(6) 2015 were available for review. All available x-rays were reviewed, and no evidence of anything indicative of a device nonconformance was found. The additional information does not change the outcome of the original investigation. No corrective action was indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The patient's medical records indicate the patient was revised to address a lateral column fracture with femoral component subsidence and pain.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. Medical records were received and reviewed. From a medical perspective, based on the information available to be reviewed, the complaint is unlikely to be product related. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available.